Event description:
The customer reported that the system does not always save images. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the disk drive and reloaded the software. The system operates as intended.